Manufacturer narrative:
Follow up #1 date of submission 7/21/2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump was returned from (B)(6) to animas on (B)(6) 2011 without a returned goods authorization. At that time animas had not been notified of any issue related to the product and the pump was sent to component recovery per procedure. On (B)(6) 2011 animas received notification of the patient's death. The pump is no longer available for investigation.

Manufacturer narrative:
Device evaluation: the pump was returned to animas prior to awareness of the complaint; therefore, the pump was dispositioned on (B)(6) 2011 and not available for investigation. Investigation of the pump related to the complaint could not be completed due to the pump disposition. (B)(4).

Event description:
It was reported that the patient experienced an event on (B)(6) 2011. A family member stated that she found the patient unresponsive on the floor. She said that she called 911 and the paramedics treated the patient with glucagon and glucose gel. The family member noted that the patient refused to go to the ER. She said that she did not know the results of blood glucose (bg) testing at the time of the event and confirmed that she does not know what that led up to the event. Based on his bg meter download, she said that the last bg tests before the incident were 122 mg/dl at 1:09 am and 100 mg/dl at 1:32am. The family member reported that the patient received a replacement pump on (B)(6) 2010, his diabetes educator downloaded the old pump to the new pump, and the educator confirmed that the pump was setup correctly. The complaint is being reported because the patient experienced a hypoglycemic event while he used the pump.